Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the rep was in the operating room and were having difficulty syncing the communicator with the ins when the ins was in the pocket. The caller stated the communicator was running, just very slowly. The caller stated the communicator synced fine when they programmed the ins earlier. The caller stated they had already re-adjusted the communicator, power cycled the communicator, and tried a new communicator, all with no resolution. The caller stated there was no fluoroscopy in the room. The caller turned all the room lights off and then the communicator connected with the ins. The issue was reported to be resolved. No patient symptoms were reported.